Manufacturer narrative:
The device was scrapped by stryker.

Event description:
It was reported that during a surgical procedure at the user facility, the battery housing came apart and fell on the surgical table. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has not yet been received for evaluation.

Event description:
It was reported that during a surgical procedure at the user facility the battery housing came apart and fell on the surgical table. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.